Event description:
The alsius machine was alarming to check airtrap system. The 0.9 500ml bag was empty and there was air in the line. The line was disconnected from the patient and a new bag was spiked of 0.9 500ml, the whole line was reprimed, and the alsius machine did not show any signs of malfunction so we reconnected the line to the patient and took the machine off of standby. Approximately 2 minutes later the alsius machine was alarming again to check airtrap system. At this time, the 500ml bag that had just been hung was completely empty, air was in the line again, and the patient's right shoulder was completely edematous and cold to the touch. We assessed the patient, who had equal breath sounds bilaterally. The patient' s vital signs remained stable and a stat chest x-ray was performed. The alsius dressing and line had not changed from previous assessments. The sutures remained intact and the securing device remained in place.